Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on available information, the cause of the reported recurrent mitral regurgitation was due to the clip migration. The cause of the reported migration appears to be due to challenging patient anatomy (thin/frail leaflets). The reported patient effect of mitral regurgitation, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. The reported hospitalization and unexpected medical intervention were results of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
This is filed to report clip migration requiring intervention. It was reported that on (B)(6) 2019 a mitraclip procedure was performed to treat functional mitral regurgitation grade 4.two clips were successfully implanted with an mr reduction of grade 2. On (B)(6) 2022 a secondary mitraclip procedure was performed due to one of the previously implanted clips partially detaching from the anterior leaflet. In the physicians' opinion, the clip partially came off of the anterior leaflet due to the patients thin, frail leaflets. An additional clip was implanted to stabilize the partially detached clip. The procedure was successful and the mr was reduced from grade 4 to 2. There was no clinically significant delay in the procedure and no adverse patient sequelae. No additional information was provided.